Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia infusion of the drug solution was not performed successfully [device failure]. Case description: this serious spontaneous case from japan was reported by a pharmacist as "hyperglycaemia with an unspecified onset date, "infusion of the drug solution was not performed successfully(device failure)" with an unspecified onset date, and concerned a paediatric patient (gender and age not reported) who was treated with fiasp (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk, subcutaneous) from unknown start date for "diabetes mellitus", novopen echo plus (insulin delivery device) from unknown start date for "diabetes mellitus". The patient's height, weight and body mass index (bmi) were not reported. Dosage regimens: fiasp: novopen echo plus: current condition: diabetes mellitus (type and duration not reported). On an unknown date, pediatric patient using fiasp chu penfill and novopen echo plus was admitted to the hospital. It was reported that patient had a tendency to have hyperglycaemia, probably because infusion of the drug solution was not performed successfully. Batch numbers: fiasp: not available. Novopen echo plus: not available. Action taken to fiasp was reported as unknown. Action taken to novopen echo plus was not reported. The outcome for the event "hyperglycaemia was unknown. The outcome for the event "infusion of the drug solution was not performed successfully(device failure)" was not reported. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigation result: fiasp chu penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. Novopen echo plus - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation result updated. -imdrf annex b, c, d, g codes updated. -narrative updated accoridingly. Final manufacturer's comment: 22-aug-2022: the suspected device (novopen echo plus) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. H3 continued: evaluation summary. Novopen echo plus - batch unknown. No investigation was possible, because neither sample nor batch number was available.